Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had error 132.3000 was caused by a tamper switch fault. The tech support advised examining the tamper switch seal, and the customer found the switch stuck in the closed position. Once released, the device functioned normally and the error was cleared. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 132.3000. There was no patient involvement.